Manufacturer narrative:
Device history record (DHR) investigation for product conmed 5 mm automatic clip applier lot #01a1400351 did not show issues related to complaint. The MFR will continue to monitor and trend similar complaints.

Event description:
Alleged event: during a coelioscopic cholecystectomy, when the physician tried to clip the cystic duct the clip remained closed at the end of the applier. Some clips fell into the pt but they were all retrieved. The surgeon used another applier. The pt's condition is reported as unk.